Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient underwent revision approximately 18 months post implantation due to implant loosening. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-107018, 935400, freedom constr hd 36mm t1 std, 010000985, 6588444, g7 freedom const e1 lnr 36mm g, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.